Event description:
The instrument locked on the renal artery. The pt was opened in an attempt to release the instrument. The instrument was released after receipt of instructions from engineer. The pt was opened prior to the hospital contacting qa. The gender is unknown.